Event description:
Boston scientific received information that during a post operative check with telemetry, the programmer failed to stop the threshold test after the health care professional (hcp) pushed "end test". This resulted in the patient experiencing loss of capture, loss of consciousness, and 10 seconds of asystole. The hcp states that the "cancel telemetry" message did not appear as expected. They pressed "end test" again and the pacing returned to normal. No other adverse patient effects reported.

Manufacturer narrative:
At this time the programmer remains in service. Should additional information become available this investigation will be updated.